Event description:
The patient was very sick around christmas time and she vomited for eight hours. Subsequently, the patient did not have good stimulation coverage along with a loss of therapeutic effect. The patient was travelling and seeking a physician in her area. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).